Event description:
Eyes injured from MRI; I had an MRI while wearing a surgical mask. I now have cataracts, vitreous detachment, optic nerve thinning, vision loss, headaches; had a burn mark where metal sat on face. I was told it was ok to wear this by technician. FDA safety report ID# (B)(4).